Event description:
On (B)(6) 2011, patient's wife reported both buttons on the infusion device have not been functioning. Wife stated, the patient noticed the issue in the last month and a half. Wife reported, the buttons do pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.